Manufacturer narrative:
Patient information was requested and no response received regarding patient information.

Event description:
The customer reported that the ventilator alarmed with oxygen too low. The customer reported that the unit was in use on patient, there was no patient harm.